Manufacturer narrative:
The investigation confirmed that two non-reproducible, higher than expected vitros trop I es results was obtained from two different patient samples processed on a vitros eci immunodiagnostic system. The assignable cause is likely to be instrument related. Service activities have included cleaning of the incubator, optimization of sample metering, replacement of tubing in the signal reagent module, the incubator lower heater, incubator roller and lift pin, and a rebuild of the reagent metering pump. Following service, precision testing was acceptable confirming that the instrument is performing as expected based on historical quality control results, a vitros tropi es lot 2580 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2580 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. The most likely assignable cause of this event was concluded to be an instrument issue.

Event description:
The customer observed non-reproducible, higher than expected, vitros tropi es results from two different patient samples when tested on a vitros eci immunodiagnostic system. Sample 1 result of 0.675 ng/ml versus the expected result of < 0.012 ng/ml. Sample 2 result of 0.648 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result for sample 1 was reported from the laboratory, however, no treatment was altered, initiated or stopped based on the reported result. The non-reproducible, higher than expected, vitros tropi es result for sample 2 was not reported from the laboratory. Ortho was not made aware of any allegation of actual patient harm as a result of these events. (B)(4).